Manufacturer narrative:
Device evaluation:the reported issue of high range abnormal act liquid control not passing was verified during service. Service technician observed device to be clean and free of debris. Reviewed data with customer on previous quality control (qc) test results. Abnormal act control results were either just inside range or 12% difference. Cleaned and lubricated adu assembly, completing all calibrations to lift wire and home positions. Operated device using customer provided abnormal act liquid control and cartridge. Completed two successful test results of pass as final test. Device is operating to manufacturing specifications. Preventative maintenance was performed per specifications. Note:the instrument was analysed by a field service technician within the facility. The instrument did not return to a medtronic facility for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the high range abnormal act liquid controls were increasingly difficult to pass testing. Results reported were not in range, test failed. The customer ran the high range clot tract abnormal control. They ran multiple times and still failed. The act normal liquid control passed, clot tract hr normal controls passed on other hms systems at the facility. All other liquid controls passed. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the lot numbers of control cartridges used was 230668178 and 231056297. Quality control is performed for this unit every 7 days. There was no error code.control values were not obtained.channel 5 : 298,channel 6 : 305.all other controls pass.